Event description:
Ventilator circuit had fallen apart at connection of blue corregated tubing near the patinet end of the circuit. This pt is totally ventilator dependent. The ventilator alarm was not triggered. The pt was being monitored on pulse oximetry and was assessed to be blue with 02 saturation levels at 30% and heart rate 40. A code was called and the pt was transferred to ICU.